Event description:
It was reported that the light source cord burned the pt at lower back during use and caused a two inches diameter second degree burn to the pt. No other pt complications were reported.

Manufacturer narrative:
Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event.